Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had turned off 10 minutes after powering up. The field service engineer (fse) noted that m2-2 had been rebooting during drawers being accessed. This was an ongoing issue, and all drawers had been thoroughly checked, inspected, and tested. The fse replaced the bus cables in the main and seven-drawer auxiliary. Fse tested all drawers again, and all were functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had been turning off approximately 10 minutes after being powered up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.